Manufacturer narrative:
Result - fowler.

Event description:
It was reported by service report that the fowler is drifting when weight is applied. There was pt involvement, however, no adverse consequences are reported.